Event description:
Shock delivered notification was received on the customer support helpline queue. Ems was dispatched. Patient got transported to hospital ER for medical evaluation. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.